Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the apex screw-short and retaining ring are missing from the device. These pieces were not returned with the device for evaluation. The device exhibits signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr, a or3o dual mobility trial liner 42/54 broke. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.